Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 21-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 07-feb-2018 with the following findings: during investigation, the black box showed the data from the date of the complaint had been overwritten. The current black box showed no evidence of a short battery life. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. There was no evidence of moisture contamination inside the battery compartment. The current draws were within specification. The pump case was removed and there was no evidence of moisture or loose components inside the pump. A "battery life" issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.